Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a female pt in the surgery suite. During the fistula declot procedure, they were using an over the wire ptd device. The wire was removed. When the catheter was being removed form the introducer sheath, the tip came off inside the vessel. The tip was immediately retrieved without incident. A snare was used to extract the tip. The procedure was aborted to factors unrelated to the issue with the device. There was no delay in treatment and no pt death or complications reported. It was noted the clot was very large and they encountered sharp angles and think that could have contributed to the issue. Several passes were made with this device.